Manufacturer narrative:
The complaint of leakage on the 140149291 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history report (DHR) for lot 13548062 was reviewed and no non conformities were found that would have led to the reported complaint.

Event description:
Additional information was received. A correct list number was provided. The customer stated that the oncology ward at 14:00 hrs, a patient was halfway through her magnesium infusion when she noticed a leak on the sterile field under her arm. They were alerted and found the filter component on the line was leaking through one of the circular indents. The remedial action taken was the infusion stopped and reported it to a senior member of staff, who had been informed of the same fault happening at county hospital site. The line was changed and continued the infusion. It was unknown if there was any hole, cut, tears or any defect noted. It was not known if how long after the infusion started did the leaking occur.

Manufacturer narrative:
D1 - brand name complete name is primary plum set, 15 micron filter in sight chamber, clave secondary port, 0.2 micron filter, polyethylene lined tubing, secure lock, 225 cm.

Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm where it was reported that the sets started leaking at the filter during the infusion of magnesium. There was patient involvement but no patient harm.

Manufacturer narrative:
The device has been requested to be returned for evaluation; however, it has not yet been received.